Manufacturer narrative:
Result: cracked outer siderail panel. Missing scale assembly.

Event description:
It was reported by service report that the outer siderail panel was cracked, and the scale assembly was missing. No pt involvement or adverse consequences were reported.